Event description:
It was reported to boston scientific corporation in 2008, that a tru path biopsy needle was used during a prostate biopsy procedure one week later. According to the complainant, the device misfired while attempting to place the sample in the solution. It was reported that a second, same type device, was used to complete the procedure. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device, although expected, has not yet been received by the MFR.